Manufacturer narrative:
The investigation into the low pump flow and the access site bleeding ¿ minor has been completed. The device was not returned for investigation. Based on the clinical information provided, the root cause of the low pump flow and the access site bleeding ¿ minor issues was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant had a 5.5 support that was ongoing when there was persistent suction alarms despite adequate volume and positioning.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03266 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.